Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's proximal circumflex artery, the physician was unable to maintain guide support and decided to withdraw the entire system. Upon withdrawal of sds, it was noted that the stent was not attached to the balloon catheter. The location of the stent is unknown. There were no clinical sequelae reported relative to the event.